Event description:
The pt reportedly experienced overly loud stimulation followed by loss of lock. External equipment was exchanged, however; this did not resolve the issue. Surgery to explant the pt's device will be scheduled.